Event description:
It was reported that this pacemaker was explanted due to an unknown product performance experience. This pacemaker was replaced by another device with the same model. No adverse patient effects were reported. This device has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance experience. This pacemaker was replaced by another device with the same model. No adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been completed. Additional information provided by the patient, indicated that this pacemaker system exhibited capture issues and high pacing thresholds. Other than the replacement procedure no additional adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been completed.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance experience. This pacemaker was replaced by another device with the same model. No adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been completed. Additional information provided by the patient, indicated that this pacemaker system exhibited capture issues and high pacing thresholds. Other than the replacement procedure no additional adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been completed.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.